Event description:
It was reported that the patient was hospitalized and encountered a cerebral vascular accident (cva) episode. The right ventricular (rv) lead had perforated the septurm with pleural and pericardial effusion encountered. It was reported that anticoagulation therapy had been adjusted in anticipation of the procedure, prior to the cva. According to the physician, the cva may be associated with the rv lead perforation. The patient was scheduled to transfer a different facility for explant and replacement of the rv lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).